Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this surgically abandoned right ventricular (rv) lead was part of a system revision due to bacteremia. Reportedly, there was a pus-like drainage coming out when opened the pocket. There were no additional adverse patient effects reported. The rv lead was surgically abandoned.